Manufacturer narrative:
Other relevant device(s) are: product ID: 9735559, serial/lot #: (B)(4), UDI#: (B)(4), analysis found: tool damaged, bent, or breaks. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure during setup. There was no patient present. It was reported that during setup of a visualase case, the surgeon noticed that the laser fiber was protruding out pf the protective cover intended to prevent damage while in the packaging from manufacturer. The healthcare provider was concerned to attempt to use it and opened another kit instead.